Event description:
The customer reported that after having sealed and cut the tissue, the blade would not retract and the device would not open. Another device was used to seal over tissue and the device was removed. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.